Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the implant procedure, continuous beeping was noted while engaging the pump with the apical cuff. Although the yellow indicator line suggested that the pump was fully seated and locked, it was later found that the pump was not properly secured, indicating a mismatch between the visual indicator and the actual locking status. Upon attempting to disengage the pump using the unlocking tool, the surgeon encountered abnormal resistance, and the locking mechanism could not be released smoothly. Further inspection revealed deformation of the cuff locking component. The locking mechanism appeared to remain engaged despite improper alignment between the pump and the apical cuff, which was abnormal behavior. A new pump was used in place of the original pump, and the procedure was completed. The patient was stable before, during, and post-product contact.